Event description:
It was reported that the patient presented to the clinic after experiencing pocket stimulation. Upon interrogation, the right ventricular lead exhibited high capture thresholds; the behavior was noted to have been on going for the past two weeks. Isometrics were performed which revealed no anomalies. The device was successfully reprogrammed and the patient would continue to be monitored. The patient was in stable condition before, during and post event.